Manufacturer narrative:
Reports are being submitted on the scope and air/water valve unit. Please refer to the following reports: patient identifier of (B)(6) is related to model number: maj-1444, serial number: n/a. Patient identifier of (B)(6) is related to model number: gf-uct260, serial number: (B)(4). An oer-5 was used as the automatic endoscope reprocessor (aer). The customer noted that brushing was implemented properly during reprocessing. During device evaluation at olympus, it was found the complaint was not confirmed and no foreign material was identified. Evaluation did find the bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was cracked, the up/down knob could not be locked securely due to wear of the forceps elevator lever, the light guide lens was discolored, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic cable, the acoustic lens was damaged, and multiple parts of the scope were damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since the complaint was not confirmed and no foreign material was found during evaluation, a definitive root cause of the foreign material coming out of the scope could not be identified. If additional information becomes available at a later date, this report will be supplemented.

Event description:
Customer reported "the water bag tube is blocked, and the water bag tube leaks after dredging". No harm was reported. No patient harm, no user injury reported due to the reported issue. Reported issue noted no procedure involved. Device evaluation found the charged couple device (ccd) unit was damaged, no image displayed on the device. This report is being submitted for no image due to damaged ccd identified during device evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the images not being displayed could not be determined, however, it is likely the result of a damaged charge-coupled device (ccd). Olympus will continue to monitor field performance for this device.